Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) examined the system remotely and determined that the issue was most likely caused by a software malfunction. To resolve the reported issue, the rse performed the troubleshooting, tried rebooting twice, but the issue persisted. The rse concluded that they were unable to resolve the issue remotely and that a software reload was necessary. To address the problem, the rse dispatched an onsite service. However, the on-site work order was canceled, stating that the customer called back to advise they had resolved the issue, and the device was back up and running. No further information regarding the issue. The system was working fine. To date, no further information was received. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the system failed to boot up successfully. The system was not in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.